Manufacturer narrative:
UDI : (B)(4). A full analysis of the data logs has been performed. This analysis concluded that, first, a vigilance device failure was detected during a clearance procedure most likely due to a misuse of the vigilance device because the user was pumping on the foot pedal. Then, at the same time, a conflict of cooperative mode state was detected. Both issues provoked a communication failure with the robot and a device shutdown. However, not enough elements are provided to determine which, among the misuse of the foot pedal and the conflict of the cooperative mode, caused the device shutdown.

Event description:
While clearing robot arm during guidance, a communication failure occurred, resulting in shutdown. The event was preceded by several vigilance device failures, as the surgeon appeared to be pumping on the foot pedal. System was restarted, and case resumed without issue.